Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side, crack in the select keypad button, tiny short crack at the bottom edge of the lcd window. The crack in the lcd window is minor; it is not difficult to read and navigate the menus. The pump was received without a battery cap. In summary, the customer¿s report of a cracked lcd window and a crack in the case both were confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer identified that broken screen, broken on back of the pump, damage on the battery compartment side. The customer reported no adverse event. The event involved product(s) mmt-1812. The troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported and the customer was instructed that pump would be replaced. The customer discontinued to use of the device, mmt-1812 was requested and customer response was the device returned.